Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of a moderately calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after a peripheral intervention procedure. Reportedly, when the needle plunger was removed after deployment of the first proglide device, the suture did not come out of the device enough to be able to be used. The physician cut the suture/link and removed the suture from the patient. Another proglide device was attempted; however, there was no suture present when the needle plunger was removed after deployment. A third proglide device was used successfully to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.